Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer received unexpected restart alarm and had blank display and screen has been completely blank. The blood glucose was 296 mg/dl at the time of incident. Customer treated with manual injection. Customer reports alarm cleared successfully. Unexpected restart alarm occurred after battery was put back in. Customer advised the pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed unexpected restart error test. No unexpected restart error alarm or frozen screen was noted. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.